Event description:
The customer reported that the plastic housing that covers the wire from the machine was exposed, and needed to be replaced.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The system was repaired, found to be operating as intended, and released to the customer for use.